Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported for right side "breasts had become distorted", "capsular contracture, baker grade iii", "a fibrous capsule with a patchy chronic inflammatory cell infiltrate". The device has been explanted and replaced. Treatment: capsulectomy and device explant.

Event description:
Patient reported for right side "breasts had become distorted", "capsular contracture, baker grade iii", "a fibrous capsule with a patchy chronic inflammatory cell infiltrate". The device has been explanted and replaced. Treatment: capsulectomy and device explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.